Event description:
It was reported that a spectrum iq infusion pump failed the flow rate accuracy test three times (21.4, 21.3, and 21.5) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to the flow lines for flow testing at a rate of 40ml/hr for 30 minutes with a vtbi of 20ml and it came back with results of 19.103ml and an error percentage of -4.485% which is within 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.